Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information that the patient is being re-implanted after having the lead and generator explanted do to infection. Surgery is likely but has not been completed to date.

Event description:
Additional information was received that the patient was re-implanted after being explanted due to infection.

Event description:
It was reported that the patient underwent generator and lead explant due to infection. It was reported that both the neck and chest sites were cultured. Attempts to obtain additional relevant information have been unsuccessful to date.